Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Cases of sternal scars with inflammatory aspect with some cases of disunity. In one case, the baby carried (B)(6) 2014 (birth date (B)(6) 2014). Re-operation for mediastinitis on (B)(6) 2014 with exuding scar. Surgery: pulmonary artery cerclage for an apical ventricular septal defect. Reopening of the scar to clean it. Three batches of this reference supplied to this hospital: (B)(4).